Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak during the fill stage was not confirmed. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a check heater line alarm during the fill on the homechoice machine(hc). The home patient(hp) stated they got the top line caught in the door. The hp stated that he pulled the heater line out of the door and the heater line started to leak. The technical service representative(tsr) advised the home patient(hp) to end therapy and start over with new supplies. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated they did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.